Event description:
The manufacturer field service technician reported that the device overheated while it was being demonstrated at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The manufacturer field service technician reported that the device overheated while it was being demonstrated at the user facility. There were no adverse consequences related to this event.